Manufacturer narrative:
Vyaire medical file identification: (B)(4). Equipment was received in house at the vyaire facility. Service technician was not able to duplicate the reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The unit passed circuit leak test. The tidal volume and peep are accurate. Set apnea int to 20 seconds and forced the apnea mode; functioned normally and cleared the apnea alarm with no problem. Vent passed 48.5 hours of extended run-in. Ventilator passed troubleshooting final test which includes many alarm and ventilation functions. Unit sent back to customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the device went into apnea mode and they were not able to reset it issue on the revel ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.